Event description:
The contact at the hospital reported that two deltapaq coils (cdf10040830/c10181 and cdf10071630/g10977) would not detach during the procedure. They did not save the coils only the packaging and they were using an excelsior sl-10 microcatheter (details unknown) to advance the coils through. There was no reported patient impact associated with this complaint. The coils were not available for analysis. The coils were removed successfully from the patient and did not stretch. They were still attached to their delivery systems. The procedure was continued ¿normally.¿ there was no significant clinical delay to the procedure as a result of the reported issue. There were no damages to the coil systems prior to use or after removal.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. This report is related to MFR. Report # 2954740-2015-00176

Manufacturer narrative:
The deltapaq (cdf10071630, lot g10977) will not be returned, therefore the root cause of the coils inability to be detached cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.